Event description:
It was reported to boston scientific corporation that a uromax ultra balloon catheter was used during a procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the protective sheath that goes over the balloon was detached inside the patient. The patient was scheduled for surgery for removal of the protective sheath three days after the procedure. Additional information received june 23, 2015. The procedure performed on (B)(6) 2015 was a diagnostic test for left calyceal stricture. Reportedly, the protective folding tool that is wrapped around the uromax balloon was not removed prior to insertion. It was described as being relatively clear and was not visually identifiable. Only after the uromax dilatation balloon had been withdrawn did they notice that the protective folding tool was lodged in the left calyceal infundibulum. The retained device could be visualized endoscopically. The physician attempted to retrieve the device with grasping forceps; however, it was unsuccessful, so a planned robotic surgery for removal was scheduled on (B)(6) 2015. Post procedure, the patient experienced some urinary tract bleeding and colic which was treated and controlled with medications. The patient stayed in the hospital overnight for observation and was subsequently discharged. On (B)(6) 2015, the patient was readmitted for a laparoscopic robotic left pyeloplasty and repair of calyceal stricture which was indicated for the ureteropelvic junction obstruction and the calyceal stricture. The protective folding tool was successfully removed and the procedure was completed with no patient complications.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon catheter was used during a procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the protective sheath that goes over the balloon was detached inside the patient. The patient was scheduled for surgery for removal of the protective sheath three days after the procedure. Additional information received june 23, 2015. The procedure performed on (B)(6) 2015 was a diagnostic test for left calyceal stricture. Reportedly, the protective folding tool that is wrapped around the uromax balloon was not removed prior to insertion. It was described as being relatively clear and was not visually identifiable. Only after the uromax dilatation balloon had been withdrawn did they notice that the protective folding tool was lodged in the left calyceal infundibulum. The retained device could be visualized endoscopically. The physician attempted to retrieve the device with grasping forceps; however, it was unsuccessful, so a planned robotic surgery for removal was scheduled on (B)(6) 2015. Post procedure, the patient experienced some urinary tract bleeding and colic which was treated and controlled with medications. The patient stayed in the hospital overnight for observation and was subsequently discharged. On (B)(6) 2015. The patient was readmitted for a laparoscopic robotic left pyeloplasty and repair of calyceal stricture which was indicated for the ureteropelvic junction obstruction and the calyceal stricture. The protective folding tool was successfully removed and the procedure was completed with no patient complications. Additional information received august 03, 2015. On (B)(6) 2015, the patient went under fluoroscopy and CT scan of the abdomen and pelvis was performed to visualize the retained device. On (B)(6) 2015. The patient was readmitted for a robot assisted laparoscopic left ureter stent exchange, removal of left ureteral balloon dilatation sheath, left pyeloscopy with flexible uretersocope which was indicated for the ureteropelvic junction obstruction and the calyceal stricture.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon catheter was used during a procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the protective sheath that goes over the balloon was detached inside the patient. The patient was scheduled for surgery for removal of the protective sheath three days after the procedure. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.